Manufacturer narrative:
H11. Livanova field service engineer was dispatched to customer facility, checked the device and could not replicate the issue. Reportedly, the event occurred only once. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, during a procedure, the cu assigned to cardioplegia displayed error 2303, and stops pump. Additionally, the arterial pump displayed error message 140. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11: livanova deutschland manufactures the essenz hlm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.